Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Based on follow-up with the physician, device interrogation revealed high impedances and a chest x-ray revealed a lead fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Proximal segment returned and analyzed.